Event description:
Complaint rec'd as follows: nurse reports on (B)(6 )2013, at 4am, nurse documented ccu pt had profound diarrhea. Dr assessed for rectal tone and fms placed. On (B)(6) 2013, at 16:00, saline was withdrawn from the fms balloon, 40cc of saline noted. After balloon was deflated the tube remained in place at which time pt began to bleed. Blood was noted in and around the fms device. Approximately 600cc of bright red blood noted. The dr was called immediately and ordered nurse to do a tap water enema. The dr then performed a flexible sigmoidoscopy at which time the bleed was identified; injected and 2 endo clips were applied. Open exam via flexible sigmoidoscopy by the dr noted the pt had a tear that required clips to stop the bleeding.

Manufacturer narrative:
This is a serious injury (bleeding per rectum) which involved a pt who had used the flexi-seal fms fecal management device. The device was inserted for severe diarrhea on (B)(6) 2013 after the attending doctor had assessed for rectal sphincter tone. On (B)(6) 2013, the balloon was deflated with the removal of 40 cc of saline and bleeding was noted, estimated to be about 600 cc. A tapwater enema was ordered and a flexible sigmoidoscopy was performed at which time the source of the bleeding was identified. A rectal tear was 'clipped' to control the bleeding. No other details are know at this time. Add'l info has been requested from hosp (B)(6). From a clinical perspective, a causal relationship between the flexi-seal fms device and this event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Reported to the FDA on (B)(4) 2013.